Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the nurse that, "I turn on the device on and get a red channel error. I will then move the module to the other side of the pcu, if it works, then I will keep using the device. If this issue continue, will replace the module". This was reported to bd representatives during their site visit. There was patient involvement but no harm.